Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked and became unresponsive, preventing operation of the device. Symptoms included no clinical effects reported. Outcomes included no reported impact to the user¿s health or need for medical intervention. Investigation included a review of the device issue and logistics for replacement and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen consistent with a broken or cracked display that resulted in loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.